Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a spinal fusion on (B)(6) 2016 and the reservoir was connected to a drain. In the hospital, on (B)(6) 2016, the drain clogged completely. There was no adverse consequence to the patient reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 07/18/2016 additional information: d4, h4 the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Date sent to the FDA: 08/11/2016. Corrected information: d1 all components are in place and in good conditions as well as the end device function properly. During samples evaluation it was verified that the plate was able to be opened and closed without any issues. The sample does not have any broken or damaged components that could have affected its function.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This MFR #2210968-2016-04341 follow up 2 has been submitted upon request from FDA to submit a missing MFR MDR report. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.